Event description:
The facility reports, at around 13.35 hours, the caregiver lifted the pt out of wheelchair in the sanitary room with a toilet sling. When the caregiver drove the lifter backwards, turned it to the right, and softly mounted it up against the toilet with the right leg, the pt fell to the floor. The caregiver reflexively grabbed the jib that had broken off, called for help, and activated the alarm. Additional colleagues arrived, unfixed the sling, and called for the carehome doctor. After the carehome doctor had observed and examined the resident, the pt was lifted, as flat as possible, by six employees and placed on the bed in the hall at the door of the sanitary room. The pt was taken by ambulance to the hospital, where it was confirmed she had sustained a bone fracture to her left ankle. (B)(4).